Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low battery alert and power loss alarm. The customer also reported a high blood glucose level of 404 mg/dl. The customer declined to troubleshoot for high blood glucose. Troubleshooting was performed for the alarms. They inserted a new battery. They were assisted with clearing the alarms. The insulin pump will not be returned for analysis.